Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected low suspend alarm. Blood glucose value was 125 mg/dl and sensor glucose of 79 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. Nothing will be replaced or returned.